Manufacturer narrative:
No product was returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the reported event, reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this mechanical valve, implanted an unknown duration in a pediatric patient, was explanted due to pannus formation on the sewing cuff resulting in decreased blood flow from the pulmonary vein which resulted in pulmonary hypertension. No adverse patient effects were reported. The surgeons did not think the event was caused by the valve, but possibly due to the oblique technique used to implant the valve and the pediatric anatomy, that is, the shorter distance between the mitral valve (mv) annulus and the left pulmonary vein (lpv).

Event description:
Medtronic received information that this mechanical valve, implanted 18 months in a pediatric patient, was explanted due to pannus formation on the sewing cuff resulting in decreased blood flow from the pulmonary vein which resulted in pulmonary hypertension. No adverse patient effects were reported. The surgeons do not think the event was caused by the valve, but possibly due to the oblique technique used to implant the valve and the pediatric anatomy, that is, the shorter distance between the mitral valve (mv) annulus and the left pulmonary vein (lpv). When this 16 mm valve was explanted, an 18 mm valve was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated event description to add implant time and replacement product. Added serial number. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.